Event description:
Reporter alleged experiencing high blood glucose monitoring device results and was hospitalized and treated. Reporter stated device read 470 mg/dl and taking 10 units of insulin but was unable to be awakened by a relative. Reporter stated relative called emergency medical technicians (emt's) and their device read 30 mg/dl within 10 minutes. Reporter indicated being treated with oxygen, glucose, and IV - contents unk - and taken to the hosp. Reporter stated hosp device read 30 mg/dl, blood work was performed and took another reading of 78 mg/dl, and a last reading of 178 mg/dl prior to being released. Reporter indicated discovering the test strips used at the time of the alleged incident were expired and no controls were used. A request was made for the return of the suspect device and replacement product was sent.